Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced difficulties charging the pump with the usb cable. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the pump was able to charge with an alternate cable.